Event description:
The fse reported a single instance when the system not display a fluoroscopic image. This resulted in a recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor connection was reseated during the service call. The system was tested and found to be working as intended and put back into service.